Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was approaching end of life. As such, surgical intervention is pending to address the issue at a later time.

Manufacturer narrative:
B3-date of event is estimated.